Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/07/2017. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: in the email for the 2nd procedure you indicated that the ¿suture was pulled into the tissue¿. What does it mean that the ¿suture was pulled into the tissue¿?- after the entero-entero anastomose the suture was cut just above the tissue, afterwards the suture cutpoint was not visible anymore because it pulled back into the tissue. Was there any adverse patient outcome? - non reported. Will the actual sample be returned for analysis?- no it is in the patient. Will any unopened representative samples of the same lot be returned for analysis?- no. Does this mean the suture also slipped for the 2nd procedure? If yes, we would consider this a 3rd event. No, this was noticed but considered a major problem.

Event description:
It was reported that the patient underwent a laparoscopic gastric bypass procedure on (B)(6) 2017 and the barbed suture was used for entero-enteroanastomosis. During the procedure, the barbs were not holding. In other words, after the entero-entero anastomose, the barbed suture was cut just above the tissue, afterwards the suture cutpoint was not visible anymore because it pulled back into the tissue. The procedure was completed with other suture. There were no adverse patient consequences reported.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.